Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. The physician received the recommendations to replace the device immediately, but has scheduled the replacement for the end of (B)(6). It was noted the patient was implanted for primary prevention, and had never received a shock from the device; therefore, the physician believed the device did not require immediate replacement. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) resulted in a red screen being displayed on the programmer with a message to contact boston scientific technical services. It was also reported that the battery remaining had decreased in the past year, from 71% to 39%. Device data was retrieved from the hospital and submitted to technical services (ts) for review. The device stored a CT and lc error due to a charge timeout during a regularly scheduled capacitor reformation on (B)(6). The rate of battery depletion was not concerning; however, the charge timeout indicated shock therapy was compromised and immediate device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service pending a replacement procedure. The physician received the recommendations to replace the device immediately, but has scheduled the replacement for the end of august. It was noted the patient was implanted for primary prevention, and had never received a shock from the device; therefore, the physician believed the device did not require immediate replacement. This report will be updated when additional information is received. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High powered visual examination identified no anomalies. The device did not pass an engineering-level longevity calculation. The device case was removed to facilitate inspection of the internal components. The battery was removed and detailed testing was undertaken. The cause of the premature battery depletion condition was isolated to a soft short condition within the battery component. A soft short condition may be induced within the battery cell due to the presence of foreign material. Of note, this model device is no longer manufactured.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) resulted in a red screen being displayed on the programmer with a message to contact boston scientific technical services. It was also reported that the battery remaining had decreased in the past year, from 71% to 39%. Device data was retrieved from the hospital and submitted to technical services (ts) for review. The device stored a CT and lc error due to a charge timeout during a regularly scheduled capacitor reformation on june 4. The rate of battery depletion was not concerning; however, the charge timeout indicated shock therapy was compromised and immediate device replacement was recommended. No adverse patient effects were reported. Boston scientific received additional information that the device was explanted and replaced with no further issues observed. No additional adverse patient effects were reported.